Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reasons. The modular head and cup were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris; however, a conclusive determination could not be made.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.